Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary failure to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet system after restarting the ilet and was instructed to toggle settings; the sensor successfully paired on follow-up. No adverse clinical symptoms reported. Outcomes included restoration of sensor pairing without clinical impact or hospitalization. User support included remote troubleshooting and user education regarding sensor selection and pairing workflow. Investigation of this case revealed a transient pairing issue consistent with software configuration or compatibility behavior, with no reproducible malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction leading to a transient communication interruption, resolved through standard troubleshooting.